Event description:
It has been reported to philips that x-ray was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue occurred during vascular, planned treatment/non-emergency treatment. Later, the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Upon functional testing the fse identified that the issue was due to defective x-ray tube. After the replacement of x-ray tube, the fse performed the tube conditioning, adaptation and aligned the x-ray beam centre. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.